Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the tubing set was "cracked" at an unspecified location and an unspecified volume of blood loss was noted. The customer contact reported the blood loss as "not much." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4).